Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The diabetes educator is calling on behalf of the patient. The customer's expected fasting blood glucose test result range is 70 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 117mg/dl and 125mg/dl. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is 05/10/2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer ran two blood tests on (B)(6) 2016 and received results of 54 mg/dl and 60 mg/dl but felt no symptoms of hypoglycemia, as her normal ranges is between 70-130 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Root cause was vial was most likely exposed to humidity.

Event description:
Consumer reported complaint for low blood glucose test results. The diabetes educator is calling on behalf of the patient. The customer's expected fasting blood glucose test result range is 70 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 117mg/dl and 125mg/dl. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is 05/10/2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer ran two blood tests on (B)(6) 2016 and received results of 54 mg/dl and 60 mg/dl but felt no symptoms of hypoglycemia, as her normal ranges is between 70-130 mg/dl.